Manufacturer narrative:
Upon inspection and testing of the device, the adhesive of the objective lens was found to be peeled off due to chemical or physical stress. The reported issue (air leak from the connector) was confirmed and found to be caused by a cracked video connector. In addition, service found the bending angle was out of specification due to wear of the angulation wire, the adhesive on the bending section cover was chipped. The bending section cover, the control section, the grip, switch button #1, the light guide connector, and the light guide cover glass were scratched due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was an air leak from the connector of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, it was observed that the adhesive part of the objective lens was peeled off. This report is being submitted for the malfunction found during evaluation of the device (adhesive peeling from the objective lens). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.